Event description:
A pump malfunction was reported, with malfunction code malf 16 and fault ID 0x20e6. There was no adverse impact to the customer's blood glucose level, as it did not exceed 500 mg/dl. The customer planned to use multiple daily injections (mdi) as a backup therapy to ensure insulin delivery was not interrupted.